Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep determined that after further investigation it was determined the issue was related to the imaging system tracker. The navigation system passed system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that during an l4 to s1 fusion, after doing one side the surgeon was inaccurate on the other side. Navigation was aborted and an imaging system was used to complete the case. While troubleshooting for the case, they discovered that the calibration of the left side tracker was off on the imaging system. The issue was capture in a related event. Recalibration was completed and accuracy was restored. There was delay of less than one hour. There was no patient impact related to the event.

Manufacturer narrative:
Additional information: patient information updated. Patient weight is unknown. A software analysis was initiated to determine the cause of the reported issue. Analysis determined that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that after further testing the left side tracker of the imaging system was off. Recalibration was performed and accuracy was restored.